Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced a co2 failure during operational testing. The customer requested that the device be returned for bench repair. No patient involvement.